Event description:
The customer contacted abbott to report the axsym rubella igg calibration failed with a new lot of reagent and calibrator. The failed calibration generated error code 1111 (calibration check failure, m-cal 1, response too large). The customer's instrument maintenance was reviewed and the customer was advised to decontaminate the bulk solution lines and replace bulk mup. The customer stated after performing the recommended maintenance procedures, recalibration of the rubella assay was successful and the issue was resolved. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.